Event description:
Additional information was received on 20sept2023: the sheath that had the side-port break was not a terumo sheath.

Manufacturer narrative:
This report had been deemed not reportable based off the additional information that was received that confirmed that the reported product was not a terumo manufactured sheath.

Event description:
The user facility reported that the case was a right heart catheterization. They left the sheath and swanganz catheter in the patient post procedure and sent the patient to the cardiovascular unit. While in the cardiovascular intensive care unit (ICU), the sheath had pressors infusing through the sidearm/port, and the side port cracked off. A new sheath had to be exchanged for emergently. There was no blood loss. A brief period of hypotension, however, due to swift nursing and the doctor's action to exchange the sheath, the patient recovered quickly. Pressors were being infused thru the sheath sidearm, and a swanganz catheter thru the sheath. Additional information was received on 09aug2023: the patient was stable; the sample was not infectious. There was no information provided that the sheath looked damaged prior to the patient getting to the patient care unit.

Manufacturer narrative:
The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.